Manufacturer narrative:
During a follow-up call on 10/20/2016, the customer reported additional inaccurate fill estimates. It was confirmed that the customer will continue using the pump for continued insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple inaccurate fill estimates. Reportedly, the customer was unsure of the amount of insulin used to fill the cartridge; however, the insulin gauge displayed an amount of over 240 units of insulin. During a follow-up call on 10/07/2016, the customer loaded a new cartridge with 300 units of water, and the insulin gauge displayed an accurate amount of over 240 units of insulin. Then, the customer reloaded the cartridge and received an accurate fill estimate. There was no impact to the customer's blood glucose level.